Event description:
Procedure type: gastrectomy. According to the reporter: corrective action was taken as the staples failed but the knife blade engaged and transected tissue, upon opening the stapler jaws, the opening created by the transecting knife blade opened up and the interior walls of the stomach were clearly visible. The opening was weeping a combination of blood and gastric fluid. The endostitch was used to temporarily close the opening and align both the posterior and anterior wall of the fundus to prepare for the recovery firing from the black tristaple reload. Once aligned, the assistant held the sutures to pull the fundus flat and allow for the recovery firing to transect the fundus at the distal end of the staple line medially from the previously failed attempt thereby closing the opening. Oozing was observed but not enough blood loss to register. There was more concern about the gastric contents and its potential to cause infection. Surgical time was extended by 30 minutes and there have been additional post care procedures put into place to ensure patient safety, such as xray testing to test for strictures. The recovery firing had to be performed more medially to the original firing that failed, therefore, it was tighter against the bougie than the surgeon would normally have performed the firing. This meant that additional tissue was lost but was very slight.

Manufacturer narrative:
(B)(4).